Manufacturer narrative:
H6: suggested component code- mechanical (g04) ¿ drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; b4; b5; g3; g6; h1; h2; h6; h8; h11. A2: patient was born in 1971..

Event description:
It was further reported that this was the first time use for this product.

Event description:
It was reported that the drill fractured during a cranioplasty procedure, and the tip of the drill was retained in the patient's bone. There was a delay in procedure of approximately one hour due to the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - xilloc medical int. B.v. One2one titan kranioplastik catalog#: xm241714 lot #: unknown. G2: foreign - germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.